Event description:
The reporter stated a 12.0 mm implantable collamer lens model number icm130v4 was torn during loading. The reporter stated the lens tear was caused by the cartridge.

Manufacturer narrative:
The cartridge was not returned for evaluation. However, the lens was received and visual inspection found a torn haptic. There is evidence of clear surgical residue.